Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of this report dianeal pd2 ultrabag was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized. On an unreported date, the patient started remedial therapy with refline (1.5g, route and frequency not reported) and fortum (1.5 g, ip, frequency not reported). The peritonitis was resolving. The causality assessment was not reported.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.